Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Concomitant medical products: other relevant device(s) are: product ID: 9733467, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was having difficulty registering the patient. The registration did pass, but the trace points were missing on the left side of the 3d model. The surgeon decided to move forward with navigation. There was no delay and no reported impact to patient outcome.